Event description:
Patient revised on (B)(6) 2020 due to instability/dislocation approximately 2 months after primary surgery. Surgeon explanted 36mm centered glenosphere with screw and 135/145 36/+6 standard humeral cup and then implanted a 40mm centered glenosphere with screw and 135/145 40/+9 stability humeral cup.